Event description:
It was reported bd nexiva¿ closed IV catheter system had kinked tubing. The following information was provided by the initial reporter: "after starting the IV site, the nurse attempted to flush the site with the saline and discovered that the loop of the tubing from the angiocatheter was not fully patent, was kinked and skewed to one side at the distal hub."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch #mw5107639. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd nexiva¿ closed IV catheter system had kinked tubing. The following information was provided by the initial reporter: "after starting the IV site, the nurse attempted to flush the site with the saline and discovered that the loop of the tubing from the angiocatheter was not fully patent, was kinked and skewed to one side at the distal hub."